Event description:
Robotic suction used a few times during case without incident. When trying to remove the suction irrigator, it would not come out of the port. After multiple attempts, the port with the suction irrigator was finally removed from the patient. The port was still stuck on the suction irrigator. Upon further inspection, the collar on the far end of the suction irrigator was askew preventing the shaft from exiting the port. Port and irrigator removed from service and replaced. No patient harm.